Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The helium tank empty faster than expected. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm began by cleaning residue out of hospital cart quick disconnect. The stm then performed leak test on cart and it passed. Continue by performing a leak test on rescue and it passed. Finally, the stm performed leak test with rescue in cart and same as previous test, it passed. Subsequently, a functional testing and safety check to factory specifications were performed. Unit passed all functional and safety tests per factory specifications. Iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The helium tank empty faster than expected. There was no patient involvement, and no adverse event reported.